Manufacturer narrative:
B2: the death date is estimated as (B)(6) 2024 as this was the date that the patient's death was reported to abbott. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2023, a 25mm navitor valve was chosen for implant using a small flexnav delivery system. A pre-balloon dilation was performed with a 20mm balloon. At the start of the procedure, the patient had a left ventricular pressure of 260 and the peak velocity across the native valve was 6.2 m/s. The navitor valve was implanted as per implantation technique. The valve was deployed at the desired 3mm depth below the native annulus without rapid pacing. As soon as the valve fully deployed, the valve started to move up towards the aorta with each heartbeat. The valve appeared to be a little constrained at the annular level at deployment. A new 23mm non-abbott valve was deployed in the native annulus following the pop-up of the navitor. There was no obstruction of the coronaries. On an unknown date, it was reported that the patient passed away.

Event description:
It was reported that on (B)(6) 2023, a 25mm navitor valve was chosen for implant using a small flexnav delivery system. A pre-balloon dilatation was performed with a 20mm balloon. At the start of the procedure, the patient had a left ventricular pressure of 260 and the peak velocity across the native valve was 6.2 m/s. The navitor valve was implanted as per implantation technique. The valve was deployed at the desired 3mm depth below the native annulus and was deployed without rapid pacing. As soon as the valve fully deployed, the valve started to move up towards the aorta with each heartbeat. The valve migrated into the ascending aorta. The valve appeared to be a little constrained at the annular level at deployment. The valve was not snared. It was decided to implant a new 23mm non-abbott balloon expandable valve into the native annulus following the migration of the navitor. There was no obstruction of the coronaries. On the same day, it was reported that the patient passed away. That was the patient's condition after the implant procedure was unknown. The cause of death was unknown.

Manufacturer narrative:
An event of device embolization and death was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Possible contributing factors for valve embolization are intra-procedural difficulties, implant depth, annular calcium distribution, and deployment or retraction difficulties. Information from field indicated that there were no intra-procedural difficulties, the implant depth was 3mm from the native annulus, and there were no deployment or retraction difficulties. No information was received regarding annular calcium distribution. It was also noted that the valve started to move as soon as it was fully deployed, and the valve appeared to be a little constrained at the annular level at deployment. The event was reviewed by an abbott senior director of medical affairs. Based on available information, a cause for the reported event could not be conclusively determined. H6 health effect - clinical code: code 4582 removed.